Event description:
The device was used during a total esophagectomy procedure. The instrument jammed and clips did not form properly. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.